Event description:
The pt has undergone several previous foot surgeries. In this procedure, the surgeons were shortening the 2nd metatarsal and removing hardware from the great toe. The 2nd metatarsal phalangeal joint was distracted and a standard weil osteotomy was made in the head of the metatarsal. A 14mm spin screw was inserted into the metatarsal under power (using a k-wire driver). The shank snapped off when the screw was approx 40% inserted. The surgeon then mounted the hand driver on the screw head and continued insertion. The head of the screw snapped off after approx 3 half turns. After removing the screw shaft from the bone with a large needle driver, they used a 0.045" k-wire to drill a 2nd hole in the bone. The k-wire was observed to be drilled into a depth of a least 8-10mm. A second 14mm spin screw was then inserted (under power) into that pilot hole. Again, the shank snapped off prematurely. The surgeon continued with the hand driver and the head once again snapped off after 3-5 half turns. The same removal process was performed. Following these two incidents, the surgeons chose to use a 14mm bold screw, and it was successfully inserted.